Event description:
No additional information provided.

Manufacturer narrative:
A detailed analysis of the batch history was conducted, including the verification of quality notifications and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. In the evaluation of the images, it was possible to confirm the reported incident. The root cause for this type of incident was a brief stoppage in the process for cleaning the machine's silo and purging the material, due to water entering the cylinder, causing small explosions and components with defects (bubbles, stains). Considering that this is the first complaint regarding this batch and that it does not exceed the established limit for acceptable quality notification (nqa), the identified incident will be monitored for future trend evaluation. Additionally, it is recommended to implement a corrective action plan along with a more in-depth investigation to minimize the recurrence of similar incidents. Continued monitoring will allow for a more thorough analysis and the identification of any emerging patterns.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/t s/su luer was cracked / damaged / deformed, the following information was provided by the initial reporter: the customer reports that product: 010664-seringa desc 5ml l slip cx 700un bd ref990317 (1 unit), the 5ml syringes have cracks in the tip (luer slip), allowing air to enter during collection, requiring a new puncture. Add info received on 26 may 2025. Is there any impact on patients? If so, please explain in detail. Yes, in some collections it was necessary to puncture the patient again. Was anvisa notified? If so, what was the notification number? Yes. (B)(4). Could you confirm the date on which the event occurred (dd/mm/yyyy): (B)(6) 2025 is the sample related to this incident available for analysis? If so, answer the questions below- yes add info received on 29 may 2025 1- no, there was no fluid leakage, only air entering the crack in the syringe nozzle, making collection difficult or requiring replacement of the device and another collection. 2- non-compliance was recorded on march 28, 2025, after some devices had problems, and we do not have a record of the dates of the events . Initially, it was thought to be a one-off problem, but these events were reported at different collection points and repeatedly, with different employees, although the syringe batch was the same at all points. The number 40 devices is the average number of devices that were reported by employees up to the time the non-compliance was opened, which led to its opening.